Event description:
The company was informed that the patient is experiencing infection at the implant site subsequent to magnet replacement revision surgery. The patient reportedly has a lesion behind the implant on the incision. The patient is being treated with oral amoxicillin for six weeks and then bactroban ointment for two weeks. The patient is being monitored.